Manufacturer narrative:
Date inaccurate, only the year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the representative was unable to achieve good parasthesia coverage. The patient fell a year ago and the representative noted that an x-ray confirmed that the leads didn't migrate. The representative mapped the lead and were unable to achieve good axial back coverage. They tried to reprogram the system but the issue wasn't resolved. It was unknown if surgical intervention was planned. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). It was reported that the fall did not affect the system at all. Impedances normal and no lead migration. Patient is going to consult with physician regarding what further actions/ interventions to take to resolve the lack of coverage. Information was confirmed with physician/ account. No patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.